Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.75mmx30mm) to a lesion in the rca with 90% stenosis. No calcification or tortuosity were reported. No abnormality was noted during the device inspection before use. Two non-mdt stents were implanted previously in the proximal rca. The lesion was pre-dilated. During delivery the device met with high resistance, no excessive force used, the device could not pass the second of the previously implanted stents. The device was noted to be deformed after removal from the patient. The physician changed another device (2.75mmx24mm) to complete the surgery. No effect on the patient, no clinical sequelae were reported. Evaluation summary: the proximal stent segments were stretched and deformed. The 1st distal segment was flared. The distal tip was damaged. Crimp impressions were evident on the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Results and conclusions: damage has most likely occurred as attempts were made to try and advance through the previously deployed stents. Stent deformation. Stent evaluation. (B)(4).